Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The product support engineer (pse) performed troubleshooting with the customer and confirmed the reported issue. The pse recommended solenoids 2 and 4 to isolate. The customer reported that solenoid 1-3 was replaced as a precaution and that solenoid 4 was replaced to resolve this issue. Customer resolved.

Event description:
The customer reported machine pressure sensor auto zero failed (1108). There was no patient involvement at the time the issue was discovered.